Event description:
It was reported that during a lap nephrectomy procedure, the device did cut completely but did not staple completely. A new cartridge was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Tracking #455599-0 date sent:6/21/2006